Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector leaked when connecting it. The following information was provided by the initial reporter: "vascular access team is consistently experiencing leaking at the piv hub when connecting mz5304. They are very unhappy with the design change of the spin collar / luer connection."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of consistent leakage from piv hub could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5304 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector leaked when connecting it. The following information was provided by the initial reporter: "vascular access team is consistently experiencing leaking at the piv hub when connecting mz5304. They are very unhappy with the design change of the spin collar / luer connection."

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.